Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 4.1 in the main caused the station to shut down. A field service engineer replaced the drawer controller to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device offlines. Customer stated that device not turning on and it was showing black screen. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.